Event description:
International affiliate reports the confidence kit pump injected approximately 2cc of cement during the procedure after which the pump lost pressure. Reports the procedure could not be continued. However, doctor made an assessment that sufficient cement was introduced into the vertebra and proceeded to complete the surgery. Patient is currently stable.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
A visual inspection was performed on the returned product. It was noticed that the kit¿s reservoir cap was not fully tightened onto the cement reservoir. There was very little water left in the kit¿s hydraulic pump and no water was present in the rear chamber of the pump which could mean a leak occurred during use. No other defects or abnormalities were observed. A functional evaluation determined the returned kit¿s components functioned as intended. Reviews of the device history record for the confidence kit, its pump, and cement found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month trend review of the complaint trend analysis for the confidence spinal cement system found no emerging trends. The reported issue of pump pressure loss was not confirmed as the returned device was evaluated and it functioned as intended. Therefore, the root cause of this reported issue is unknown. However, it is possible a pressure loss was present because the cement reservoir cap was not tightened on the returned product. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.